Event description:
A customer contacted baxter to report a spike that broke during use of an ultra set drain bag 3l. The sample was available for evaluation. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The actual sample was evaluated and the defect was not confirmed. The issue was not considered a defect that originated in the manufacturing process. The root cause was not determined. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.